Event description:
A monopolar electrosurgical connecting cable sparked and flamed in the course of a laparoscopy procedure. The problem occurred on the part of the cable closest to the generator. No injuries were reported.